Manufacturer narrative:
Previously reported: during the evaluation of the device at the manufacturer's service center, an error code 193 and 290 were found in the ventilator's downloaded error log. The device's internal battery will need to be replaced. The internal battery was confirmed, to need to be replaced and upon inspection the flow sensor was found to be broken and blower assembly was found to be bad. Replaced replaced blower assembly and blower sensor. Upgraded software to the current version and replaced internal battery to resolve the reported problem. Device passed all testing.

Event description:
During the evaluation of the device at the manufacturer's service center, an error code 193 and 290 were found in the ventilator's downloaded error log. The device's internal battery will need to be replaced. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.